Event description:
Additional information was received stating that the vns patient's generator was explanted on (B)(6) 2014. The patient was re-implanted with a new generator and lead the same day.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received stating that the lead extrusion site initially looked like an insect bite which may have encouraged picking at the lead site. The patient¿s mother reported that the patient was picking at the lead site prior to extrusion. No medication or diet changes preceded the onset of the event. The patient¿s infection had resolved and sufficiently healed prior to re-implant surgery. The patient¿s device showed normal lead impedance prior to explant. The neurologist suspected an external problem caused the infection. Patient manipulation is believed to have caused or contributed to the infection. The infected area was located at the mid-line lower neck and approximately 1cm squared.

Event description:
On (B)(6) 2014, it was reported that this vns patient presented with the lead exposed in the lower neck. Interrogation showed ok impedance. The exposed lead was explanted, and the remainder of the system was left in. The patient had an infection.